Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Evaluation of the returned device confirmed the customer's complaint. The device was received with the ceramic insulator chipped off the distal end of the device. This piece of ceramic was not returned for evaluation. In addition, the metal substrate which terminates at the electrode tip was also found to be bent. The returned device was function tested with an ar-9600 opes console and found to operate properly in both cut and coag modes. Based on the device evaluation and reproducible nature of the failure mode it is concluded that the complainant's event and resulting device condition was likely caused by user inflicted leveraging forces and / or mechanical damage to the tip of the device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
As surgeon was putting probe into the joint, surgeon noticed that the probe was not working and found that the tip was missing. The tip was then found as a loose body in the joint. There was an attempt to retrieve the loose body, that failed, so an incision was made and the piece was retrieved. Procedure type: metatarsophalangeal joint arthroscopy, left foot.